Manufacturer narrative:
The device will not be returned for evaluation as it was discarded.

Manufacturer narrative:
The lot history records of the reported lot numbers have been reviewed and no quality issues were noted. The onyx was not returned for evaluation as it was consumed in the event. (B)(4).

Event description:
Information received from the onyx davf (dural arteriovenous fistula) clinical study, subject 1401. Treatment of a davf: on (B)(6) 2014, the patient underwent onyx embolization treatment without issues. Post procedure, the patient experienced left sided deafness after waking up from the procedure. No action was required and the relationship to the onyx was considered possible. The patient also experienced a hematoma with ataxia on (B)(6) 2014. The adverse events were considered moderate and were all considered possibly related to the onyx. The patient¿s condition was reported to have improved.